Manufacturer narrative:
(B)(4). The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and replaced the defective fiber optic module. The fse then verified proper fiber optic performance, and the iabp passed all functional and safety tests per factory specification. The iabp was returned to the customer and cleared for clinical use.

Event description:
During in-service, customer was unable to zero the fiber optic balloon on the intra-aortic balloon pump (iabp), and during testing, the fiber optic module was not functioning. There was no patient involvement and no adverse event was reported.